Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154246.

Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the atrial (ra) lead. No changes or interventions were performed. There were no patient consequences.